Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states dizziness, headache, sinus problems. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had stated previously dizziness, headache, sinus problems. There was no serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that there was no visible foam degradation. Box g: report source - other was updated. Product brand name (rfb) was corrected. Box h: device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: device avail for eval? (Rfb) & date returned (rfb) updated. Recall number was updated.